Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited intermittent noise, oversensing, and low p wave measurements. There was also oversensing of right ventricular (rv) lead signals, and inappropriate atrial tachy response (atr) episodes. The impedance and sensing measurements were within normal range. Isometrics were performed and could not reproduce the signals. A revision was performed and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
Additional information was received which reported that there was also ra pacing inhibition and a suspected ra lead fracture. There was no asystole noted. No additional adverse patient effects were reported.